Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion cannula crimped event on 31-may-2024. The event occurred after 3 or more hours of insertion. The insertion site was at the abdomen. The blood glucose level was 331 mg/dl at the time of event. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.